Manufacturer narrative:
This supplemental report is to correct the initial MDR to include (B)(4)premature discharge of battery.

Event description:
It was reported that the patient presented to the clinic for routine follow up visit. Upon interrogation, it was noted that the magnet rate of the patient's (B)(4) pacemaker was 60bpm, the cell impedance was >30 with the battery voltage no available. During previous check-up in (B)(6) 2017, the battery voltage was noted to be 2.76v, with the current noted as 4.4, a cell impedance of 6.8 and a magnet rate of 90bpm. While interrogating the device on (B)(6) 2018, the merlin programmer screen froze and upon the second interrogation of the device, an error message popped up stating that the interrogation was unsuccessful. A magnet placed on the device noted the pacing rate at 60bpm. The device was noted to be not pacing at the programmed base rate. The physician elected to explant and replace the device on the following day. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The concern of premature battery depletion and abnormal pacing rate was not confirmed. Device¿s battery voltage was at end of service (eos) when received. Electrical and mechanical tests indicated normal eos device characteristics. Output verification was performed in field settings, and no anomalies were noted. Device was implanted for 8.06 years, which exceeds the projected longevity and considered normal battery depletion. Device had reached eos level due to normal usage, and there were no device anomalies found that would have contributed to the issues reported from the field.